Event description:
It was reported by service report that the casters are delaminating and the foot end lift is drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in lift motor.